Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A falsely elevated result was obtained on one patient sample for the carbon dioxide (co2) assay on an advia chemistry xpt system. The sample was repeated on two other advia chemistry xpt systems in the same laboratory and the results were lower and as expected. The initial falsely elevated result was not reported to the physician(s). The repeat corrected result was reported to the physician(s) and not questioned. There are no known reports of patient intervention or adverse health consequences due to the falsely high result obtained for the c)2 assay.

Manufacturer narrative:
The initial MDR 2432235-2018-00327 was filed on 30-aug-2018. Additional information (21-september-2018): siemens headquarters support center (hsc) reviewed the instrument files provided by the customer. The discordant falsely elevated sample for co2 when repeated a few hours later on the same instrument provided lower and expected results. Review of the files showed that quality control samples were within specifications and there was no imprecision or outliers other patient samples that were run at the time the discordant result was obtained recovered as expected the instrument files did not indicate any errors around the time the initial sample was run, and no problems with the instrument or reagents were identified. This could be a sample specific issue. The cause of the discordant, falsely elevated co2 result on the patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required.